Manufacturer narrative:
Investigation is underway. This is one of two manufacturer reports being submitted for this case. E1 phone number (B)(6).

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the valve deployment with nominal volume, the balloon burst. The valve was fully deployed. The devices were successfully removed without difficulties. After the removal of the devices, it was observed that the sheath was slightly ripped. The patient did not suffer any injury due to this event and was noted as to be stable. As per preliminary evaluation of the returned device, the esheath plus was fully delaminated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer reports: 2015691-2024-08866. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner fully expanded and tip opened as designed. Liner circumferential delaminated 5 cm in length from tip. C marker present and attached to liner. Per the nature of the complaint (liner delaminated) no functional or dimensional testing was required. The complaint was confirmed through visual examination. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. The reported event was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event as it was reported that the commander delivery system balloon burst during valve deployment. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. The operator may apply additional manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.